Event description:
During a follow-up interrogation, it was reported that there were inconsistencies in the statistic screen on the programmer. In addition, there were 15 non-sustained episodes stored in memory showing both atrial and ventricular noise sensing. The programmer files were sent to the manufacturer for review, the device remains implanted.

Manufacturer narrative:
(B)(4). Inconsistencies in the shock statistic screen on the programmer. A response from the manufacturer is pending. Since the device remains implanted, the programmer files were reviewed. In regards to the statistic inconsistency, the files showed that the number of arrhythmias recorded was not correct and that there was no therapy or episode linked with the potential arrhythmias. The reported event was due to a corrupt value in the statistics. Both the ICD and programmer operated as specified, although not as intended. For the oversensing that was reported, the files show that the noise oversensing episodes that were observed were not treated because they were not sustained. Such events could result from strong interference, specific patient activities, myopotential sensing or a ventricular lead/connector issue. Because these events did not lead to any patient safety issue and is not related to any implant anomaly, the device can remain implanted. However, if the oversensing issue excludes a lead or connection issue, reprogramming the parameters sensitivity to a higher value is recommended. Device remains implanted.

Event description:
During a follow-up interrogation, it was reported that there were inconsistencies in the statistic screen on the programmer. In addition, there were 15 non-sustained episodes stored in memory showing both atrial and ventricular noise sensing. The programmer files were sent to the manufacturer for review, the device remains implanted.

Manufacturer narrative:
(B) (4). Inconsistencies in the shock statistic screen on the programmer. A response from the manufacturer is pending. Device remains implanted.